Manufacturer narrative:
This report is submitted on august 2, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and developed an infection at the abutment site and was administered topical and oral antibiotics (date not reported) for treatment.